Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, and toxic cobalt chromium metal ions. Update 2/10/2016- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for infection and pain and all implants were removed on (B)(6) 2015. At this time infection isn't alleged per litigation. Part/lot is being updated and the cup and screws are being added to the complaint as MDR nos. No labs were provided for the alleged high metal ion levels. Update (12/5/2016) ¿ pfs and medical records received. After review of the medical records for MDR reportability, it was noted in the initial revision ((B)(6) 2015) that surgeon identified "significant damage to the anterior femoral cortex with involvement of this caseous necrosis-type process." Caseous necrosis is defined as a necrosis without infection, indicating that the then current infection process wasn't the cause of the necrosis. Update ad 8 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2010 - dor: (B)(6) 2015, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.